Manufacturer narrative:
Device evaluation summary: visual inspection of the opened device shows the introducer tip is protruding out of the tip. The in troducer appears to be deformed inside the body of the cannula. The introducer insertion force appears to be tight. Reason for return was confirmed. Conclusion: complaint is confirmed for the insertion force higher than specification due to product analysis. After evaluation the cause of this complaint could not be determined. Manufacturing process was reviewed, and it was confirmed neither the cannula nor obturator go through any process that may damage/deform the component and lead to the reported failure mode. Both cannula and obturator are protected by a plastic tube and is only removed for one operation each. They remain protected when packed and shipped. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. This product was manufactured before ncmr 16562 was opened in oct ¿ 09 ¿ 2020 to perform testing on 100% of the 8fr obturators and cannula prior to being introduced to the manufacturing line. An opportunity was identified since currently there is an inspection done to adult models for this same product, where cannula and obturator compatibility is tested before used. This test is not performed on pediatric models, therefore is not possible to identify if an obturator does not fit into the cannula. Currently this testing is not validated for these models, therefore a test method will be designed and validated. Once validated, this activity will be included in the manufacturing procedure as a control to detect this non-conformance. Assessment against the medtronic risk management file pfmeca document indicates that the current risk zone does not exceed the risk zone predicted in the product pfmeca. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a bio-medicus nextgen pediatric arterial cannula, the customer reported that when the patient was cannulated in the ascending aorta, the inner tube did not fit inside the cannula device. The device was replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that there was no deformation of the cannula noted. There was no blood loss, and no blood transfusion was required.